Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified, sharp opening on posterior, striated opening on anterior, creases fold and non-penetrating nick. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.6b, g.1, h.6.

Event description:
Device has been replaced.